Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-22102019-0000566758 submitted for adverse event which occurred on (B)(6) 2011. Mwr-22102019-0000566764 submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent mesh revisions on (B)(6) 2012 due to recurrent hernia. No additional information was provided.